Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issues and from the same customer. We have received 3 cases more regarding the same issues of the same code-batch and the same customer. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample, we cannot carry out an analysis in order to take a decision. As stated in the instructions for use of the product, as for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 3.05 kgf in average and 2.95 kgf in minimum and fulfilled european pharmacopoeia (ep) requirements: 1.80 kgf in average and 0.91 kgf in minimum. Degradation test result conducted on samples before releasing the product fulfilled b. Braun surgical requirements. In the degradation test, thread is introduced in a sörensen solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples tested before releasing the product were 1.90 kgf in average and 1.77 kgf in minimum in minimum and fulfilled b. Braun surgical requirements: 0.40 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, the reported defects are expected undesirable side effects documented in the instructions for use of the product. However, we take note of this incidence and if any sample or more information is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The customer reported a localized inflammation at the suture site due to the non-resorbability of the thread after several weeks. Serious consequences: deterioration of the patient's health condition and prolonged healing process. Additional information received of the case: type of operation: proctologic. Tissue sutured: mucosa, skin and muscle. Simple interrupted suture. Maximum 4 knots. It occurred between 21 to 56 days. It caused pain and inflammation. MFR report numbers of the other cases related: 3003639970-2026-00565, 3003639970-2026-00575 and 3003639970-2026-00576.